Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing were noted. Possible cause of nsrvo and myopotential oversensing is enlarged myopotential signals. The noise could not be reproduced. Programming changes were made. Dft and further actions will be discussed with the physician.